Event description:
Information indicates a (B) (6) female was implanted with an acticon device, details not provided. On (B) (6) 2007, the cuff was removed and replaced because of erosion. Unable to obtain further information. A request for the device was sent and the device was not returned for analysis. No further information has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.